Event description:
Device 2 of 2. Reference MFR. Report #1627487-2019-02216. It was reported during follow up the patient underwent surgical intervention during which the leads were explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Device 2 of 2. Reference MFR. Report #1627487-2019-02216. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.